Event description:
A few days after use of an exoseal device, a pseudoaneurysm was verified at the access site and was treated with antiplatelet. The surgeons made a manual non-occlusive compression (about 2 minutes) with inner hemostasis verified and the patient was discharged 48 hours later. Retrograde approach was used for the interventional procedure. The physician has not achieved certification on the use of exoseal vcd and used the device 3 times prior to this one. The vcd was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use and 1 exoseal was used in the procedure. A 6f terumo sheath was used in the procedure. Femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque as the physician checked it under fluoroscope before using exoseal. There was no stent near the puncture site and the vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Multiple stick attempts were not made before arterial access was achieved. The pseudoaneurysm was treated with hand compression and the patient was discharged 24 hours later. It was reported that the device seemed to work during the procedure.

Manufacturer narrative:
Twelve hours after use of an exoseal device, a patient developed a pseudoaneurysm at the access site. The pseudoaneurysm was treated successfully with manual compression. However, the complication of the pseudoaneurysm prolonged the patient's hospitalization. The reporter indicated that the indication for the index procedure was heart attack and antiplatelet infusion was administered. Retrograde approach was used for the interventional procedure. Heparin was administered during the procedure. The physician had not achieved certification on the use of exoseal vcd and used the device 3 times prior to this event. The vcd was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use and 1 exoseal was used in the procedure. A 6f terumo sheath was used in the procedure. Femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque as the physician checked it under fluoroscope before using exoseal. There was no stent near the puncture site and the vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Multiple stick attempts were not made before arterial access was achieved. The exoseal was deployed and the surgeons made manual non-occlusive compression (about 2 minutes). Twelve hours post procedure, the patient developed a pseudoaneurysm successfully treated with manual compression, however hospitalization was prolonged and the patient was discharged 48 hours after the procedure. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists prolonged access site-related bleeding (pseudoaneurysm) as a potential risk associated with femoral artery closure procedures. Access site pseudoaneurysms/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors (antiplatelet infusion) are likely contributing factors to this event. Based on the available information and the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.